Event description:
It was reported the customer's insulin pump was not delivering insulin during a bolus. Customer reported their screen went blank prior to the no delivery alarm occurring. The customer's blood glucose was 490 mg/dl at the time of the no delivery alarm. Troubleshooting found insulin was able to exit with a manual prime. The customer was advised their insulin pump was working as designed. Customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.